Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient underwent another procedure on (B)(6) 2011 and monarc was implanted. Additionally, it was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to sui. Following insertion, the patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems, lymphoma, vaginal scarring, and granulation. The patient underwent the removal of extruded mesh on (B)(6) 2011 and monarc was implanted. On (B)(6) 2012, removal of vaginal mesh was performed due to recurrent sui and erosion. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2011 by (B)(6) due to recurrent stress urinary incontinence, extruded vaginal mesh.